Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was identified as mixing pump failure. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that device was not cooling caused by a broken mixing pump. Mixing pump was replaced. After replacing these components, we performed a functional test and started calibration. Functional test, calibration and electrical safety test passed without problems. Device meets all criteria. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave error message, hospital staff could not remember which one. Per review of wo on 07nov2025, device was used on patient and there was no impact. Per follow up information received via mail on 07nov2025, device was sent to task management for repair. Device has not been serviced yet. Patient switched devices. Error logs have not been checked by technician yet. Per sample evaluation results received via task on 18nov2025, it was reported that the device was not cooling caused by a broken mixing pump. Flow related issues due to a broken pressure sensor on the manifold assembly. During draining this device for repair one of the drain valves broke. They drained it and saw that this device did not fill with the correct amount of water. Caused by a broken level sensor.

Event description:
It was reported that the arctic sun device gave error message, hospital staff could not remember which one. Per review of wo on 07nov2025, device was used on patient and there was no impact. Per follow up information received via mail on 07nov2025, device was sent to task management for repair. Device has not been serviced yet. Patient switched devices. Error logs have not been checked by technician yet. Per sample evaluation results received via task on 18nov2025, it was reported that the device was not cooling caused by a broken mixing pump. Flow related issues due to a broken pressure sensor on the manifold assembly. During draining this device for repair one of the drain valves broke.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.